Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Additionally, healthcare professional reported "valvular leak." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified one sharp crease opening on the posterior, one striated opening on the posterior, and striated non-penetrating nick. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one sharp crease opening on the posterior assessed as fold flaw opening, one striated opening on the posterior assessed as surgical damage consist in the use of some surgical tools, and a striated non-penetrating nick assessed as surgical tool scratch-like. Reason for reoperation: deflation and valve leak and/or damage.